Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting loss of capture. Also, the patient reported experiencing syncope events. A boston scientific field representative contacted boston scientific technical services (ts) to discuss the issue and noted they were working with registered nurses at the hospital. Ts reviewed device data and noted that lv capture was observed on the presenting electrogram from two days previous. Right ventricular (rv) and right atrial (ra) lead capture were confirmed, and the patient was noted to not be pace therapy dependent. The boston scientific field representative stated that the patient had an intrinsic rv rhythm in the 60 beats per minute range and an intrinsic ra rhythm in the 30 beats per minute range. The representative also noted that r-waves were observed on the external electrocardiogram. Ts discussed some possible options with the representative. Additional information from the representative indicated they performed diagnostic testing but did not determine the reason for the lv lead exhibiting loss of capture. The representative also noted device tachy therapy was intentionally programmed off by a different representative. In addition, the representative stated that the patient passed away and the cause of death was not device related. Information indicates the implanted products were buried with the patient.